Event description:
Initial reporter indicated that the pt passed away. The pt's obituary noted that the pt died at her residence following an extended illness. The pt's vns remains implanted. Good faith attempts have been made for additional details surrounding the death and thus far, no reply has been received.